Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c20: the information was received through a retrospective study. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Manufacturer report #2017233-2026-07518 was also submitted for same patient, same procedure on same date. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported from a clinical study: on (B)(6) 2025, a study patient underwent an aorto-iliac procedure due to occlusive disease. It was stated there was no disease in the right and left limbs from common femoral artery and distal with three tibial runoffs for both sides. During the index procedure, the left common iliac artery (cia) was occluded with mild lesion calcification. A 9 x 59 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) device was implanted. A second 9x59 vbx device was implanted distally in the left cia. The right cia was also occluded with severe lesion calcification. An 8x59 vbx device was implanted in the right cia. At the aortic bifurcation, occlusion was observed with moderate lesion calcification. An 11 x 59 vbx device was implanted at the aortic bifurcation. On (B)(6) 2025, the patient presented with a recurrence of iliac thrombus and stenotic disease in the left common iliac artery. On (B)(6) 2025, an intervention was performed for target lesion revascularization. In the left cia, an 8l x 39 vbx device was implanted to reline the existing device.